Manufacturer narrative:
The product referenced in this complaint was unable to be investigated because it was not returned to abbott. The patient expired in 2015, and the concern of a possible cybersecurity vulnerability occurred in 2017. Product return was requested, but the product is not available. The product¿s serial number is not known, so it is not possible to review any transmission records of the device, or investigate in any other way. Additionally, the name of the patient was not provided, so there is no way to identify any product information other than the model.

Manufacturer narrative:
Maud watch:5071933.

Event description:
It was reported that a patient was rushed to the hospital due to heart rate fluttering. The patient experienced pain from sores around the pacemaker. Reporter believed that pacemaker stopped working and caused cardiac arrest that led to the patient's death. Reporter was also concerned regarding cyber security. No further information is available at this moment.